Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-1110-02, serial: (B)(4), description: precision ipg kit. Model: sc-4316, description: clik anchor. Database analysis revealed no anomalies.

Event description:
A report was received that the patient experienced multiple falls and now feels stimulation in a non target area, and pain at the lead anchor site. Re-programming was done several times however the paresthesia would again shift to a non target area. The physician suspected malfunction of the ipg, however a database analysis revealed no anomalies. X rays confirmed lead migration and a loop in the lead. The patient underwent a revision procedure and the physician noted the lead had a fold at the clik anchor site and suspected that the lead was damaged by the clik anchor. The lead and clik anchor were replaced. The physician elected to replace the ipg to allow for MRI, magnetic resonance imaging, in the future. The patient regained paresthesia and is doing well post operatively.

Manufacturer narrative:
Additional information was received that the distal portion of the lead was not returned, and it was confirmed that the distal end of the lead was discarded by the facility.

Event description:
A report was received that the patient experienced multiple falls and now feels stimulation in a non target area, and pain at the lead anchor site. Re-programming was done several times however the paresthesia would again shift to a non target area. The physician suspected malfunction of the ipg, however a database analysis revealed no anomalies. X rays confirmed lead migration and a loop in the lead. The patient underwent a revision procedure and the physician noted the lead had a fold at the clik anchor site and suspected that the lead was damaged by the clik anchor. The lead and clik anchor were replaced. The physician elected to replace the ipg to allow for MRI, magnetic resonance imaging, in the future. The patient regained paresthesia and is doing well post operatively.

Manufacturer narrative:
Additional information was received that the patients falls were not device related. The patient is happy with the stimulation parameters.

Event description:
A report was received that the patient experienced multiple falls and now feels stimulation in a non target area, and pain at the lead anchor site. Re-programming was done several times however the paresthesia would again shift to a non target area. The physician suspected malfunction of the ipg, however a database analysis revealed no anomalies. X rays confirmed lead migration and a loop in the lead. The patient underwent a revision procedure and the physician noted the lead had a fold at the clik anchor site and suspected that the lead was damaged by the clik anchor. The lead and clik anchor were replaced. The physician elected to replace the ipg to allow for MRI, magnetic resonance imaging, in the future. The patient regained paresthesia and is doing well post operatively.

Manufacturer narrative:
The returned lead and ipg were analyzed and no anomalies were found.

Event description:
A report was received that the patient experienced multiple falls and now feels stimulation in a non target area, and pain at the lead anchor site. Re-programming was done several times however the paresthesia would again shift to a non target area. The physician suspected malfunction of the ipg, however a database analysis revealed no anomalies. X rays confirmed lead migration and a loop in the lead. The patient underwent a revision procedure and the physician noted the lead had a fold at the clik anchor site and suspected that the lead was damaged by the clik anchor. The lead and clik anchor were replaced. The physician elected to replace the ipg to allow for MRI, magnetic resonance imaging, in the future. The patient regained paresthesia and is doing well post operatively.